Event description:
A talent stent graft system was implanted into a patient for the endovascular treatment of a 4.9 cm abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was 23 mm in diameter and 18 mm long. The right common iliac was 8 mm in diameter, and the 11.6-12 left common iliac was 10.3-10.6 mm in diameter. The distal aorta was narrow at 16 mm in diameter. Vessels had some calcification, but tortuosity is unknown. A talent bifurcated stent graft was implanted without issues; the limbs were not crossed. A recent follow-up revealed that there was occlusion of the contralateral/left limb. An emergent intervention was performed. The physician initially treated the patient with a fogarty catheter, because the occlusion was due to thrombosis; however, as there was a kink in the stent graft, a femoral to femoral bypass was done. No additional clinical sequelae were reported, and the patient is fine. Films were received and their evaluation was completed. Films pre-implant show that the proximal neck diameter measures 19x23mm at the right renal/sma, and 16x20mm at the lowest left renal. 25mm below the left renal the neck dilates to 3.5cm, and is filled with thrombus (2.4cm flow lumen). The 5cm aaa is filled with thrombus (2cm flow lumen). The distal aorta diameter is small (15mm) with calcification, and the iliacs are mildly tortuous, and calcified. Two weeks post-implant films show the stent graft just below the left renal. There is thrombus within the bifurcate aortic body, and the contra (left) limb is occluded the distal length beginning near the flow divider. Within the distal aorta the contra limb is slightly compressed to 9x11mm (14x23mm across both limbs). No other stent graft kinks or other issues were seen. It is likely that the small and calcified distal aorta contributed to the occlusion.

Manufacturer narrative:
Evaluation codes, method; other (films) evaluation codes results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (small distal aorta) evaluation codes conclusion: device failure/lack of effectiveness related to patient condition (small distal aorta).